Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to cuff not completely closing and the patient was experiencing urinary incontinence. All components were removed and replaced with a new aus device. There were no patient complications.